Manufacturer narrative:
The reported loss of irrigation was confirmed through functional evaluation by a manufacturer repair technician. Upon disassembly, a failed power board was found, which can lead to the reported event. This report is being filed as part of a retrospective remediation of (B)(4) complaints that identify loss of irrigation, based on a discussion with a representative from (B)(4) on (B)(4) 2013.

Event description:
It was reported that during a surgical procedure at the user facility the irrigation function was not working. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. The procedure was completed successfully without a delay; no adverse consequences, overheating, or medical intervention were reported.